Manufacturer narrative:
Please note that the initial MFR report indicated that the device was not available for return due to the hospital discarded the device; however, the penumbra smart coil was returned on 08-sep-2017. The penumbra smart coil (smart coil) pusher assembly was kinked in multiple locations along its length. The pet lock was intact on the proximal end of the pusher assembly and was not distressed in any way. The embolization coil was intact with the pusher assembly and have multiple offset coil winds. Evaluation of the returned smart coil confirmed the embolization coil was intact with the pusher assembly and the pet lock was intact on the proximal end of the pusher assembly. If the pet lock is separated it indicates there was a force applied to the proximal end of the pusher assembly typically in attempt to detach the coil. This pet lock did not appear distressed in any way. This is an indicator that the pusher assembly was likely not properly seated inside the nose cone of the penumbra smart coil detachment handle. If the pusher assembly is not properly seated in the handle, it¿s likely the handle will not successfully detach the embolization coil. Further evaluation revealed the pusher assembly was kinked in multiple locations along its length and the embolization coil had offset coil winds. These damages were likely incidental and occurred during packaging for return to penumbra. The smart coil was successfully detached using a demonstration detachment handle without issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00758.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00758. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached a smart coil in the target vessel using a smart coil detachment handle and a non-penumbra microcatheter. However, after deploying a new smart coil in the target vessel, the physician was unable to detach this smart coil using the handle; therefore, the smart coil was removed. The procedure was completed using a new smart coil, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.